Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power supply board was replaced to resolve the issue.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported loss of ventilation during a case. There was no report of patient injury.